Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The sample has not been received for product analysis from the user facility. If at a later date the product is received an evaluation will occur at that time. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: they had success with the deployment or anchoring mechanism; the suture separated from anchor with cutting; reported blood loss was less than 250cc; the procedure was a left heart cath; the condition of the patient was reported to be satisfactory; and the procedure outcome was successful.